Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). Examination carried out by: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: 688n030004. 2.5 operating hours: 12026. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The customer specified no date as the date of the incident. The last therapy was therefore analyzed. On (B)(6) 2025 at 8:50 an ops 50ml syringe was selected. The syringe was filled to approx. 48ml. The therapy was started with a flow rate of 2ml/h at 8:57. Vtbi was set to 50ml. The therapy was terminated by three pressure alarms (pressure level 6). At 10:42 the therapy was ended by the user with a syringe change. 1.23ml were infused in total. No abnormalities can be found in the device history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. The contacts of the p2 plug are mechanically damaged. No external damage is visible. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A ops 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0.50%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.6 test equipment: description: typ nr.: lab.-ID.-nr. N/a. N/a. N/a. 3.7 for examination used disposables: description: ref.: lot: ops 50ml. 8728844f. 23g05d8003. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the b. Braun medical global affiliate: a 24-hour infusion was commenced; however, the infusion ran for almost 36 hours. The patient was on haemodialysis so potentially, the infusion was stopped during this time and the notes do not reflect this. No harm came to the patient.